Event description:
A malfunction was reported on the customer's pump, identified with the code malf 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.